Event description:
It was reported that during routine testing for the external pulse generator, it was noted that both the atrial and the ventricular sensitivity values were out of specification on the low end. The generator was returned for service. It was noted that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. Device passed all incoming and bench tests.